Event description:
Ninety one year old female with history of copd, respiratory failure coronary artery disease 5/ptrach on puritan bennett 840 vent. In 2008 at 1600, the vent alarmed and exhibited "red alert" vent inop" signal. Vent changed out with no negative pt outcome. Pt vs= 114/50, 68,18. Pt maintained adequate tidal volumes. According to puritan bennett engineer report: system error log= o2 psol stuck open. Code type = kb0026, task 8 bd, error code: ox 8000. 840 vent repaired. Device hours = 392.